Manufacturer narrative:
(B)(4). Initial report. Report source: (b)(6. Customer has indicated that the product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
Patient underwent a total knee arthroplasty for osteoarthritis. Subsequently, a revision was performed due to large lytic lesion surrounding tibial stem.

Event description:
Patient underwent a total knee arthroplasty for osteoarthritis. Subsequently, a revision was performed due to large lytic lesion surrounding tibial stem.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: a2, b4, b5, g4, g7, h1, h2, h6, h10. Medical product: palacos r + g cement, catalog #: unknown, lot #: unknown. Report source, foreign - event occurred in netherlands. The product has not been returned to biomet for evaluation, therefore, a thorough investigation has not been possible. Attempts were made to obtain additional information, such as item/lot number, x-rays and surgical notes; however, none was available. We have not been provided with x-rays or any supporting documentation which could provide additional information. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. Corrective action taken: no corrective action required at this time. Preventive action taken: no preventive action required at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.